Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: full UDI currently unavailable since the exact lot of the suspected device cannot be determined. Additional information: d4 - the actual device batch number associated with this event is not known. The following are possible batch numbers: batch ucmbee and batch 100zez. Additional information was requested, and the following was obtained: please provide lot number. What was the name of the procedure? What was being done when the needle pulled-off (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? Did the needle fall into the patient? If so, please provide the following information: were x-rays taken to locate the needle? Was the needle piece removed from the patient during the same procedure? Does the needle remain in the patient¿s tissue? "What tissue structure is it located? Size of the needle retained are any plans in place to remove the needle piece in future?" If retained, what is the surgeon's opinion of consequences to the patient? Please confirm the quantity of devices involved in the reported event and the quantity of devices available to be returned. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). Please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. The following information was received: the lot numbers are: ucmbee and 100zez. The needle would pop off during the start of the suturing process. The needle was not lost or any issues with patient. Total 18 sutures that are affected. I have them to return if needed.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2024 and suture was used. During the procedure, the needle popped of the suture. There were no patient consequences. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees, that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The actual device batch number associated with this event is not known. The following are reported possible batch numbers: batch ucmbee expiration date: feb/28/2029; date of mfg.: mar/05/2024 and UDI: (B)(4). Batch 100zez expiration date: apr/30/2029; date of mfg.: may/08/2024 and UDI: (B)(4). A review of the manufacturing record evaluation for all possible batch numbers was performed for the finished device lot, and no non-conformances were identified.